Event description:
It was reported that the pulse generator exhibited an error message. The device was programmed to nominal settings and normal device function resumed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.